Event description:
It was reported that, the pacemaker recorded two the signal artifact monitor (sam) episodes due to minute ventilation (mv) noisy signals oversensing in this right atrial (ra) lead. The health care professional (hcp) ordered a chest x ray as there is a suspected fracture due to clavicle crushed. This ra lead remains in service. No adverse patient effects were reported.